Manufacturer narrative:
The customer provided additional information when they ran quality controls (qc) for the vitamin d total test on (B)(6) 2017. The customer received qc values of >175 nmol/l on the vitamin d total assay. The qc values for all other assays were fine. The customer examined the reagent and it looked fine. They replaced it, reran qc and the results were acceptable. The reagent was from a new box; there were no bubbles and nothing was on the lid.

Manufacturer narrative:
Preventive maintenance is performed at the customer site twice a year. The customer stated that everything is ok now. The customer replaced the sample probe.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Calibration signals from (B)(6) 2017 were within the acceptable range. Quality control results from the beginning of (B)(6) 2017 were within the acceptable range. No actual qc data was provided from the day of the event. Instructions were provided to the customer related to the high vitamin d total qc results from (B)(6) 2017. It was explained how to change the reagent syringe unit (rsu) or at least the switch of the rsu with the pre-wash syringe unit. Exchanging the syringes can improve precision results with vitamin d total since this assay is more sensitive than other assays. The issue was solved after completing the recommendations, therefore the issue seems to be a local issue at the customer site.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated their quality control results were fine the morning of (B)(6) 2017. The customer indicated they are good at checking the reagent for micro particles on the lid and also for checking to see if there is foam on the reagent. The customer questioned results for multiple patients tested for 25-hydroxyvitamin d (vitamin d total) on a cobas 8000 e 602 module. The customer provided comparison data for 57 patient samples. Based on the data provided, the results for 9 patient samples were erroneous and reported outside of the laboratory. The initial results were run on (B)(6) 2017 and the repeat results were run on (B)(6) 2017. There was no allegation that an adverse event occurred. The vitamin d total reagent lot number was 193844. The expiration date was not provided. The customer is not having problems with other assays on this module.